Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard compatible blood set had a split in the line "between the blood chambers/pillows and the luerlock end." According to the report, the set was separated into two halves. There were no issues with the packaging. There was no patient involvement as this was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation in its original packaging. Visual inspection revealed that the set had been sealed, and that there were missing seal marks on the top left corner of the package. The reported condition was verified. The cause of the condition was determined to be a packaging issue during manufacture of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.